Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after reloading the stapler, the device cut the tissue without stapling during the creation of anastomosis. This happened during the last fire when one side of the stapler was in each limb of bowel. Both limbs of bowel were cut in a linear fashion and began actively bleeding, but without staples between them. Due to this, an additional 6cm of bowel on both proximal and distal sides were resected, and anastomosis was much closer to the ileocecal valve.